Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient experienced a diabetic seizure at about 5:00 am on (B)(6) 2019 and his cgm was reading 89 mg/dl. Later at the hospital, they realized from several comparative readings that the cgm was reading 70 points higher than his fingerstick bg readings. The patient¿s mother thinks his bg at the time of the seizure was about 20 mg/dl although no fingerstick sample was taken. At the time of the seizure the mother called 911. About 15 minutes after the seizure the fingerstick bg was 100 mg/dl; the mother stated that the physician told her this was because the body releases sugar after a seizure. In the ambulance the cgm was reading 200 mg/dl. Two later discrepant comparative readings at the hospital were cgm 170 mg/dl with bg of 106 mg/dl, and cgm 225 mg/dl with bg of 180 mg/dl. In the emergency room the patient was given motrin via intravenous (IV) therapy and 2 tylenol. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.